Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling of the device. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device failed pretest for temperature above specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: upon further evaluation of the returned device by reliability engineering it was determined that the device would not secure the cutter, the burr lock came out of position and were deformed with an unknown liquid on them and were not pushing on the lock tabs in order to secure the cutters. It was further determined that these issues were consistent with running the device without the cutter installed, which is failure to follow the directions for use and improper cleaning (unknown liquid on locking mechanism). In addition to the root cause stated in the previous report, it was determined that the unknown liquid found on locking mechanism was due to improper cleaning of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.